Manufacturer narrative:
Evaluation begun but conclusions have not been reached.

Event description:
During preparation for cardiopulmonary bypass, the led indicator of the heart lung console gas flow module was red or off, even though the device otherwise functioned normally. The gas system calibrated normally and manual control of both gas flow and fio2 remained available. There were no adverse consequences to the patient as a result of this event.